Manufacturer narrative:
Product analysis the device returned with slight deformation to the distal tip consistent with use of the device. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035-inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did not detect a presence of a leak on the device. The device was pressurised to 6atm and a leak was observed from the distal end of the balloon. It was not possible to inflate the balloon due to the leak, and the device did not maintain pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact av drug-coated balloon with a 7fr non-medtronic sheath and 0.035 non-medtronic guidewire during treatment of a 60mm plaque lesion in the patient's proximal superficial femoral artery of diameter 8mm. Physician needed an 8mm drug coated balloon and choose to use the iav as we do not have 8mm ipa, he was advised by staff it was an iav and chose to use it. Slight vessel tortuosity and calcification are reported. Lesion exhibited 50% stenosis. A non-medtronic inflation device was used with 50/50 contrast for balloon inflation. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. Balloon inflation difficulties are reported. The inpact av was advanced over the wire to the lesion to be treated. The inflation device was attached to the balloon and inflation initiated. The balloon would not inflate and it was noted the hub of the balloon was leaking. The balloon was removed. An 8x80 evercross was used to complete the procedures with no issue. No patient injury reported. When the device was returned to the manufacturing facility, it was noted that the balloon was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.